Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on and reboot it while plugged into a working charger. There was no adverse impact to the customer's blood glucose level. Customer was instructed on several troubleshooting steps, then technical support arranged for pump replacement under warranty, confirmed shipping address, and advised customer to use multiple daily injections as backup therapy, program pump settings and reconnect CGM on replacement pump, place nonworking pump into storage mode, and return it using prepaid label within 10 days.